Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the flow cell which resolved the issue. There has been no further issue since the flow cell was replaced. Upon completion of the repairs, the instrument was returned back into operation. The failure mode for this event was the flow cell. Mdrs associated with this event: 1061932-2012-02031, 1061932-2012-02032.

Event description:
The customer reported that erratic neutrophil (ne) and lymphocyte (ly) results on two patient specimens were generated on a coulter act 5diff al hematology analyzer over two days. This report represents the erratic ne and ly results generated for one patient on (B)(6) 2012. The results occurred in both automatic and manual mode. Beckman coulter inc. Assessment of customer supplied data indicated that the same patient sample was analyzed three times on the coulter act 5diff al hematology analyzer. The two sets of test results generated in primary (auto) mode generated results with no instrument flags and which correlated. The manual mode differential results had no histogram scatter with instrument r flags (which is an instrument flag highlighting the need to review the results). Reference results which were considered as correct were not provided for this sample. The erratic results were not reported outside of the laboratory hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected via venipuncture. No specific patient information, additional sample collection/handling information or instrument performance information was provided by the customer.